Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for remote follow up via merlin.net. A review of the transmission revealed over-sensed noise exhibited by the right ventricular lead. The patient was pacemaker- dependent and noise caused pacing inhibition. The patient was scheduled for lead replacement and the lead was capped on (B)(6) 2024. The patient was stable.